Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, stained end cap sticker, stained/scratched address/serial number label and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that they experienced low blood glucose of 24mg/dl which was treated with four tablets. Customer reports that black rubber ring was missing around the reservoir area. Customer states that she went to camp over the summer and insulin pump fell on the floor. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.